Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6), an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath (8f) and a guidewire. During the procedure, while using the cat6 to perform aspiration, the physician decided to exchange the cat6 for a larger bore catheter as the cat6 was not big enough. Upon removal, it was found that the cat6 was kinked. The physician then made multiple passes using the cat8 with a non-penumbra sheath and completed the aspiration procedure. After completion of the procedure, a dissection of the main trunk of the sma was found. There was also a report of distal embolization due to the sma dissection. It was reported that both the sma dissection and the distal embolization were surgically treated, including a partial intestinal resection for the distal embolization. The sma dissection was reported to be a serious adverse event with a probable relationship to the cannulation of the cat8. It was reported that the patient was doing well at the six month follow up.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event after multiple attempts, the penumbra clinical team was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. Placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6), an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath (8f destination) and a guidewire. During the procedure, while using the cat6 to perform aspiration, the physician decided to exchange the cat6 for a larger bore catheter as the cat6 was not big enough. Upon removal, it was found that the cat6 was kinked. The physician then made multiple passes using the cat8 with a non-penumbra sheath and completed the aspiration procedure. After completion of the procedure, a dissection of the main trunk of the sma was found. There was also a report of distal embolization due to the sma dissection. It was reported that both the sma dissection and the distal embolization were surgically treated, including a partial intestinal resection for the distal embolization. The sma dissection was reported to be a serious adverse event with a probable relationship to the cannulation of the cat8. It was reported that the patient was doing well at the six month follow up. On 9-feb-2025, additional information was received indicating that the distal embolization was not device-related.

Manufacturer narrative:
Please note that the following section was updated based on additional information provided by the penumbra clinical team: section b. Box 5. Describe event or problem.